Event description:
The physician was using the penumbra coil 400 system to treat an embolization of the ica. During the middle of the case the physician deployed a 25 cm j coil and decided to resheath the coil and use a different size. The physician tried using the same coil later in the case again, and then too decided to resheath it. On a third attempt to use the coil the physician decided once again not to use it and when withdrawing it, the coil broke. The coil broke in the distal end of the microcatheter outside of the patient. The fellow removed the rhv and pulled out the coil with his hand. There was no injury or involvement of the patient when the coil broke. The physician successfully deployed 42 coils during the case.

Manufacturer narrative:
Device evaluation: results: the coil shows some handling damage such as misshapen and offset coils, and is missing the proximal constraint ball. The proximal constraint ball remains captured in the distal detachment tip (ddt) with 14 cm of core wire protruding beyond the ddt. The coil is non-functional. Conclusion: the unintentional release reported in the complaint is confirmed. The cause of the unintentional release of the coil was a break in the stretch resistant (sr) wire. The most likely cause of this failure is the application of excess tensile force on the pusher coil assembly. The coil had been deployed and re-sheathed a number of times which may have caused the coil to become misshapen and coil loops offset. This damage may have caused the coil to catch on the sheath, leading to excess force on the sr wire, which eventually exceeded the tensile strength of the material, breaking the coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.